Event description:
It was reported that during an arteriovenous fistulogram, a balloon rupture and balloon separation occurred. Vascular access was obtained via distal cephalic vein immediately proximal to the radiocephalic anastomosis. The 90% tandem focal high grade stenosed target lesion, separated by about 1cm, was located in the non-tortuous radiocephalic arteriovenous fistula at the left arm. A 7.0 x 40, 75cm mustang balloon catheter was advanced towards a very tight strictured lesion and was inflated initially at 16 atmospheres. Upon the second inflation, the balloon ruptured at 16 atmospheres. The physician experienced some resistance while withdrawing the mustang catheter through the 5f introducer sheath. Once removed, it was noted that the balloon had separated at the proximal bond. The balloon was successfully retrieved. The procedure was completed with another manufacturers' balloon catheter of the same size. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arteriovenous fistulogram, a balloon rupture and balloon separation occurred. Vascular access was obtained via distal cephalic vein immediately proximal to the radiocephalic anastomosis. The 90% tandem focal high grade stenosed target lesion, separated by about 1cm, was located in the non-tortuous radiocephalic arteriovenous fistula at the left arm. A 7.0 x 40, 75cm mustang balloon catheter was advanced towards a very tight strictured lesion and was inflated initially at 16 atmospheres. Upon the second inflation, the balloon ruptured at 16 atmospheres. The physician experienced some resistance while withdrawing the mustang catheter through the 5f introducer sheath. Once removed, it was noted that the balloon had separated at the proximal bond. The balloon was successfully retrieved. The procedure was completed with another manufacturers' balloon catheter of the same size. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the balloon was detached at its proximal bond site and pulled out over the tip section of the device. The balloon remained attached to the delivery catheter. A microscopic examination of the balloon material identified a complete longitudinal jagged tear which extended from the proximal edge of the proximal balloon sleeve and this extended the entire length of the main body of the balloon up as far as the proximal edge of the distal balloon sleeve. No other issues were noted with this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).